Event description:
(B)(4). Provided by insurance. As soon as I got the essure I started having problems. Bad cramping, longer more painful periods, lots of big blood clots and weight gain and terrible pms. Had to leave work and go to ER bc of pain. Dr. Said we could remove and tie tubes. So we did that only 10 months later on (B)(6) 2009. He did not remove properly. He cut my tubes, yanked out the coils, then cut up my tubes and then took them out. They had cysts. In (B)(6) 2015 I am having very painful intercourse, pelvic pain 24/7, endometriosis, andemyosis, chronic inflammation, very bloated belly, all over pain, fatigue, frequent urination, foreign body giant cell reaction. I had a laparoscopy on (B)(6) 2016 and a hysterectomy on (B)(6) 2016. I am left with pet fibers from my improper removal of the essure.